Event description:
The customer was treated at the emergency room for dka. Customer said the day prior to the incident they attempted to changed the basal rates with the doctor and proframmed the pump incorrectely. Assisted customer with proper programming.